Event description:
A surgeon reported all cataract pts (unspecified number of pts) presented following surgery with moderate to severe eye inflammation and fibrosis. The facility stated they do not know the cause of the events. It was reported that some of the pts' symptoms resolved in 48 hrs and some of the pts required medical treatment (unspecified). Add'l info, including pt identifiers and outcomes was requested but not rec'd. MFR reference number 3002037047-2006-00025 is for the second product.

Manufacturer narrative:
Returned sample and retention sample were evaluated and found to meet release specifications. Batch record review indicated all chemical, toxicological and microbiological testing was normal and there were no remarks related to compounding, filling and sterilization of the lot. There have been no similar reports on this lot of product.